Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the design is acceptable. This part was produced in march 2005 and is over 6 years old. Examination of the returned part shows a very large gouge and raised burr in the proximal dynamization hole which is preventing insertion of the trocar. Based on the age of the part and the obvious damage that is causing the complaint condition, there is no indication of any manufacturing or design issues. This complaint is invalid as the part was damaged to cause the complaint condition. The proximal dynamization hole has a very large gouge and raised burr in the proximal dynamization hole which is preventing insertion of the trocar. Based on the age of the part and the obvious damage that is causing the complaint condition, there is no indication of any manufacturing or design issues.

Event description:
It was reported that the triple trocar will not fit into the most proximal dynamization hole of the aiming arm. The triple trocar does work in all other holes of the aiming arm.

Event description:
This is report 1 of 1 for complaint (B)(4).